Event description:
It was reported that the physician called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) stored ventricular episode. The physician was concerned that the device current settings appeared to have induced patient into a ventricular fibrillation (vf) arrhythmia. Upon review of the presenting electrogram (egm), ts noted that a patient premature atrial contraction (pac) beat appeared to not be conducted which led to the device atrioventricular (av) search delay feature to time out and deliver a ventricular pacing that led to putting the patient into true vf. Ts also noted that the device delivered an appropriate shock and converted the rhythm. Ts discussed with the physician that the device was functioning as programmed and recommended device setting optimizations. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: update to b5:-describe event or problem.

Event description:
It was reported that the physician called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) stored ventricular episode. The physician was concerned that the device current settings appeared to have accelerated patient into a ventricular fibrillation (vf) arrhythmia. Upon review of the presenting electrogram (egm), ts noted that a patient premature atrial contraction (pac) beat appeared to not be conducted which led to the device atrioventricular (av) search delay feature to time out and deliver a ventricular pacing that led to putting the patient into true vf. Ts also noted that the device delivered an appropriate shock and converted the rhythm. Ts discussed with the physician that the device was functioning as programmed and recommended device setting optimizations. The device remains in service. No additional adverse patient effects were reported.